Manufacturer narrative:
No product was returned for evaluation by zimmer. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, an amended medical device report will be filed. At this time, zimmer considers the investigation closed.

Event description:
It was reported: we have received information that a revision case took place in 2009. Revision took place due to a loose screw. This is the only information that we have received to date. Two months later: the patient is a lady who was found to have evidence of persistent pain in the low back, right hip, and right lower extremity and this was associated with evidence of a pseudarthrosis and a slightly loose pedicle screw on the right side at l5. She showed evidence of pseudarthrosis and the pseudarthrosis was treated with refusion. Nerve roots were decompressed.